Event description:
A pt reported having hyperglycemia while using a one touch meter. In 08/2001, pt's blood glucose was 100mg/dl at about 11:00am. Pt later passed out and paramedics were called. Pt's blood glucose was 365mg/dl on paramedics meter of unknown brand. Pt was taken to hosp where the pt was admitted with diagnosis of acute lower limb cellulitis and diabetes mellitus.